Manufacturer narrative:
This report is submitted on 28 january 2020.

Event description:
Per the clinic the patient experienced pain and a dislodged magnet following an MRI 1.5 tesla. The clinician did not follow the manufacturer's instructions for use of MRI. Surgery to reposition the magnet is planned but has not taken place as of the date of this report.